Manufacturer narrative:
Patient information - unknown. Operator of device - unknown. Occupation - other; quality tech. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted.

Event description:
Notification received from the quality tech indicates that the retention bone-screw driver (39-sp-0601) was returned with a broken tip. Attempts to obtain details of how the tip broke have been unsuccessful. No patient or procedure issue have been reported.

Manufacturer narrative:
H3 device evaluation - the driver was examined with the aid of a 5x loop. A fracture of the driver tip is present. The fracture is skewed relative to the driver's longitudinal axis. Multiple fracture planes are present and some shiny fracture surfaces exist. The cause for the failure cannot be determined from the complaint. Potential causes include but are not limited to prior high torque application that initiated a crack which subsequently manifested in a subsequent failure. Review of device history records found (B)(4) pieces of lot 12238ps were released for distribution on 2/7/2017 with no deviation or anomalies. Complaint history review found this to be the only report for this lot. Further review did not identify a trend for reports of this nature for this part number. The need for corrective action was not identified.

Event description:
Notification received from the quality tech indicates that the retention bone-screw driver (39-sp-0601) was returned with a broken tip. Attempts to obtain details of how the tip broke have been unsuccessful. No patient or procedure issue have been reported.